Event description:
At 15 minute post-op check it was found that the polar care device leaked ice water, saturating the back of the knee dressing. The leak occurred at the connection site. The patient had a prolonged post-op stay while waiting for the resident to change the surgical dressing. A new pretested device was applied.

Event description:
At 15 minute post-op check it was found that the polar care device leaked ice water, saturating the back of the knee dressing. The leak occurred at the connection site. The patient had a prolonged post-op stay while waiting for the resident to change the surgical dressing. A new pretested device was applied.